Manufacturer narrative:
Service evaluation found a drive link loose on the blade mount base, which could contribute to the overheating and blade break events. It was also confirmed that the surgeon was using a prying motion with the blade during the surgery, which could contribute to the blade breakage. The device was repaired and returned.

Event description:
It was reported that during testing conducted at the user facility the device was overheating, and a cutting blade broke while in use with the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the device was overheating, and a cutting blade broke while in use with the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.